Event description:
(B)(4). The dealer reported that the tdxsp custom power wheelchair was randomly giving motor faults, and it would not always switch when crossing motors. There was no injury reported.